Manufacturer narrative:
The facility biomedical engineer replaced the cpc connector to mitigate the problem connecting the anterior vitrectomy probe to the system. No samples were returned for evaluation. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.

Event description:
The nurse reported a posterior capsule tear occurred and then the anterior vitrectomy probe was difficult to connect to the system. The surgeon used another anterior vitrectomy probe to complete the case.